Event description:
Patient on iabp. The bed was bumped and the iabp screen turned off and it started constantly beeping. After trying to trouble shoot it the staff ended up retrieving a different iabp (same company) and placing patient on it. Staff even called teleflex to assist with trouble shooting.